Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Event description:
Patient was revised due to pain and fluid. Update: (B)(6) 2013-medical records received. Records indicate that patient was revised due to increasing metal levels and pain. Records noted that the trunnion had black corrosion wear. The sleeve and stem were added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.